Event description:
The report stated that during a laparoscopic anterior resection, flames were seen around part of the instrument jaw. The site reported a black singe mark on the jaw. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.